Event description:
It was reported that during an unknown procedure, the scrub noticed that one of the metal flanges on the distal portion of the reload was not flush with the cartridge. There were no patient consequences. Case completed with another reload of the same product code.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The analysis results showed that one ecr60g reload was received unfired and out of its sterile package; the pan was detached on the left proximal side. It could not be determined what may have caused this condition. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.